Manufacturer narrative:
Medwatch number: mw5187697. Block d2b: additional pro code: qon. Block e1, e2, e3: initial reporter information was not provided in the user facility report. Block g4: PMA number: p190006. Block h11 investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of pain and therapy delivery/effectiveness problem were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) did not experience adequate therapeutic benefit. The patient indicated that a possible association with underlying fibromyalgia was considered as a contributing factor to the lack of effectiveness. The patient also reported pain on their right side at the implant site. X ray imaging was performed, and damage of unspecified nature was identified in that area. The patient subsequently underwent a surgical procedure during which the ins was explanted and replaced with a competitor product. No further patient complications were reported.